Event description:
A surgical revision of the cochlear implant was performed in (B)(6) 2024 due to electrode migration. The CT scan in (B)(6) 2024 showed proper electrode insertion.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a reinsertion surgery due to a partial post-operative migration of the active electrode out of cochlea. No further information has been received despite requested. This is a final report.

Event description:
A surgical revision of the cochlear implant was performed in (B)(6) 2024 due to electrode migration. The CT scan in (B)(6) 2024 showed proper electrode insertion.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.